Manufacturer narrative:
Date of submission 22-aug-2018. Device evaluation: the device has been returned and evaluated by product analysis on 22-aug-2018 with the following findings: there was moisture observed behind the display lens. The leak test failed due to the display lens leak. The pump cover was removed and moisture damage was found on the printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.